Event description:
This device was explanted and replaced due to eos. The rv lead was replaced at the same time due to noise and oversensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 97 charging cycles was documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. The battery condition was found to be anticipated.